Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 3 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with abdominal pain, chest pain, shortness of breath, and lightheadedness on (B)(6) 2017. The patient's lactate dehydrogenase (ldh) level was 962 u/l and inr of 1.2 on admission. Despite heparinization, the patient's ldh continued to rise up to 1701 u/l. The patient underwent a pump exchange on (B)(6) 2017 for device thrombosis. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 7.5 inches from the pump housing and a 9.5-inch portion of the severed driveline was also returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. Examination of the pump upon disassembly, revealed a non-laminated deposition situated adjacent to the outlet bearing ball and stator blades. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation and contact marks on distal end of the rotor, suggest that it was present while the pump was supporting the patient. Although the specific origin of the deposition and a root cause for its development could not conclusively be determined through this evaluation, it could have contributed to the elevation in the patient¿s lactate dehydrogenase level. Upon removal of the deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the formation of the deposition. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.